Event description:
A (B)(6) female pt contacted zoll customer support to report that the charger/modem was not powering on. The pt received a replacement charger/modem.

Manufacturer narrative:
Device eval of charger/modem (B)(4) has been completed. The reported problem (charger not powering on) has been confirmed. Upon eval, the power brick was defective. The cause of the defective power brick is a damaged connector. The connector pins were recessed into the connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power brick connector. The pt received a replacement battery charger.